Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation it was noted that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Programming changes were made. The patient was in stable condition.